Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material no: 11532269, batch no: 21016016. Injuries or adverse event: no. As of this week, we have had experienced this tubing leaking from the exact area.

Manufacturer narrative:
H6: investigation summary: the customer returned 115 samples unused in the original packaging. All samples were opened, primed, and examined for leaks and failures. No failures or leaks were found in the samples and the customer's complaint of leaking from the drip chamber was not re-created. The complaint is verified from the photo provided of the drip chamber leak. There was one drip chamber that did not leak, but was curved - manufacturing was notified of this and reported that this is not an issue. A device history record review for model 11532269 lot number 21016016 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown as there was no observed failure in the lab.

Event description:
It was reported that 5 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material no: 11532269. Batch no: 21016016. Injuries or adverse event: no. As of this week, we have had experienced this tubing leaking from the exact area.